Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm . Unique identifier (UDI) #: (B)(4).